Event description:
It was reported by the customer that the device intermittently resets it self during power up. There was no report of pt use associated with this failure, as it was observed during a user test.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The speed dial selector was observed to be jammed and was the root cause of the reported failure. This was realigned and then propper device operation was observed through functional and performance testing. The device was returned to the customer for use.